Event description:
It was reported there was increased tenderness at the implant site along with some increase in nausea and vomiting. The stimulator was interrogated, and it was normal. The device was turned off, but this had no effect on the tenderness and the nausea and vomiting worsened. On (B)(6) 2008 the stimulator was disconnected from the implanted electrodes, and it was removed from the abdominal wall pocket. The pocket appeared healthy, and there was no infection. On (B)(6) 2008, a new device was implanted in a pocket in an adjacent part of the chest wall, and the original electrodes were attached to it. Normal stimulator function was recorded. The pt made a full recovery and was discharged the same day. Three days later, there was a marked increase in pain and swelling at the new implant site, but there was no fever. The site was surgically explored the next day, and a 100cc hematoma was removed. The site was irrigated and closed, and the pt made a full recovery. In outpatient f/u, the nausea and vomiting were controlled and there was no further pain reported at the old or new implant sites. The hcp stated "the initial pain described by the pt is hypothesized to be due to mechanical irritation caused by the device within the abdominal pouch."

Manufacturer narrative:
(B)(4).